Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2014 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 9 years and 2 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and range of motion or due to inclusion of the polyethylene in the packaging recall. However, the prosthesis wear and range of motion could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.